Event description:
After being diagnosed with mild sleep apnea, I began using a resmed airsense 11 continuous positive airway pressure machine. Upon use of the machine, I found myself waking up two to three times a night struggling to breath. This would last for approximately two seconds untilthe airflow began again. It was as though instead of delivering oxygen, it was emptying my lungs. On (B)(6), approximately the fifth night I had used the machine, it even occurred when I was awake having started the machine just a couple of minutes before. Upon dozing off, it recurred approximately 20 minutes later. I took the mask off and will never put one on again. It occurred to me the machine might be defective. Resmed airsense11 serial #: (B)(6), ref: 39523, lot: 1764372. Device #: 316. (B)(6).